Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. Staples were visible at the 4cm cut mark. The clamping mechanism was deformed. It was reported that the device fired partially, an excessive load was detected, and the staples were unformed. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur due to firing the reload on overly thick tissue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6)sigadaptxl, sig power sigadaptxl linear xl adapter (serial#:unknown); sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#:unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while stapling the stomach with the second firing, the device fired approximately 1cm then the excessive force red wedge was displayed. The surgeon waited and tried to resume firing, but the error message remained the same. Firing was then discontinued and when the staple line was checked the distal end of the fired staples were unformed. The surgeon manually removed the staples and used a third reload to complete the firing. While firing the fifth reload, the surgeon experienced the red wedge symbol again. After waiting, the surgeon was able to resume and complete the firing. For the final firing, a new set of powered devices and reload were used. A blue dye test was then performed to check for leaks; none detected.